Event description:
Journal reference: gil-robles, et al. "Neurosurgical treatments in childhood dystonias and dyskinesias" movement disorders: rev neurol 2006; 43 (supl 1): s169-s172. The article discussed 121 pts with bilateral deep brain stimulation of gpi for dystonia and dyskinesias. Reportable event: regarding 11 mechanical complications, there were 4 stimulator malfunctions reported. Specific details were not provided.